Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 447 mg/dl with polyuria and polydypsia associated with a display issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient could not read the screen safely. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a dim/faded display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.